Event description:
Received info stating customer received multiple occlusion alarms. Customer's blood glucose (bg) level was 240; however, customer addressed bgs before reporting the event. Reportedly, the customer was using apidra insulin.

Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a follow up report will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.